Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump alarmed motor error, off no power, and battery out limit. Customer's blood glucose level was 257 mg/dl. The customer was able to rewind the insulin pump. She did not receive a low battery alert prior to the off no power alert. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The test minilink transmitter communicated properly to the pump. No unexpected lost sensor alarm was noted. No motor error alarm was noted during testing. The motor passed the motor test. No unexpected off no power or battery out limit alarms were noted. However, the pump had a corroded battery tube. The pump had a stripped battery cap coin slot, cracked battery tube threads and minor scratches on the display window.